Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 5vdc power supply was evaluated and then calibrated to the optimal operating voltage. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that there was a communication failure error message and locked up preventing fluoroscopy. There is no report of a pt injury or death associated with this event.